Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer ring, missing reservoir tube o-ring and minor scratched lcd window. The pump was unable to verify cracked reservoir tube lip due to missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer stated that the reservoir tube lip is cracked. The customer's blood glucose reading was unknown. No further details were given.